Event description:
It was reported that the device broke, went into the pt, had to search for and dig broken piece off. Another of the same device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the distal tip of the inner shaver detached from the shaft. The teeth of the inner shaver were examined and no damage was evident. The subassemblies did not appear to be bent. There were light scouring marks present on the inside of the outer shaft. There were some signs of metal stress near the break of the inner shaver. The inner shaver was able to slide easily into the outer shaft and when rotated on its axis, there was no metal to metal contact. The device history record was reviewed and no discrepancies were noted.